Event description:
It was reported that the peek cci implant did not fit as expected; it was larger than the actual defect. The peek cci implant was modified intra-operatively in order to implant the device successfully, resulting in a delay of 120 minutes. There is no further information known at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.